Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error occurred during basal. The customer stated that the drive support cap is not damaged. The customer stated that the motor error occurred more than once in the last 30 days. The customer stated that they were able to rewind. The customer was advised to return the pump with the battery and zero out the basal rates. The customer will be sent a replacement pump.